Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the top door switch was remaining closed when door opened causing the controller to open or close the gantry door very slowly. Adjusted top door switch and performed a system check. Imaging system is operational. No parts were replaced. Ma mechanical failure mode was confirmed, with the root cause being the door switch. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the user had difficulty closing the gantry door completely. It was reported that the system was brought around the patient in the fully open position. When the user attempted to close the door, it stopped while still open a few inches. The door close button was pressed again, the door moved a small amount, then stopped again. This process was repeated until the door eventually closed all the way. The procedure was completed successfully with the imaging system, after a reported delay of 5 minutes. The patient was not impacted.